Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was implanted for treatment. However, after post dilation, a proximal edge dissection was noted. Another premier 3.5*8mm was used to cover proximally overlapping the stent and covering the edge dissection completing the procedure. There were no patient complications reported and the patient was stable.